Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device was unable to discharge defibrillation. Based on the available information, the asp assessed the device and determined the battery to be faulty. The asp replaced the faulty battery with a new battery and the issue was resolved. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was caused by a defective battery. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The asp replaced the faulty battery and the issue was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6) hospital .

Event description:
It was reported to philips that the heartstart mrx monitor/defib is unable to discharge defibrillation. There was no reported patient involvement.